Manufacturer narrative:
(B)(4). Batch # 146a18 investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage with a gst60t reload loaded in the device. Additionally, the reload was received with the left side fully fired, right side partially fired 2/3. Upon evaluation of the reload, the reload body, one piece sled, and some drivers were noted to be damaged. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that product failure is multifactorial. The damage to the one piece sled has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sleeve gastrectomy on the first firing the staples didn't fully deploy and were sitting in the cartridge. The patient side was correctly formed but the specimen side opened up. A new device was used to complete the case with no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 4/29/2021. This is an analysis of three photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photos show a black reload loaded in the device and the reload appears to be with the left side fully fired, right side partially fired 2/3. Also, 2 protruding staple legs can be seen on the right side. Based on the photos review, the event describe is confirmed, however, no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion.